Event description:
The customer reported, the display became blank.

Manufacturer narrative:
The customer reported, the display became blank. The unit was evaluated by a philips representative. The symptom could not be duplicated and the device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom.